Event description:
The patient had zephyr valves placed during a bronchoscopic lung volume reduction procedure on (B)(6) 2022. One of the large sizing wings on the zephyr 4.0 endobronchial delivery catheter (edc) broke off after the initial insertion through the working channel of the bronchoscope. The sizing wing was removed from the airway. An additional edc was opened to complete the procedure and there were no other complications.